Manufacturer narrative:
(B)(4). Event evaluation: still under investigation at this time.

Event description:
The pt underwent evar on (B)(6) 2010. The pt was not suitable for endovascular repair as the proximal neck was highly flexed; and the pt's left common iliac leg was highly flexed to the aorta. Prior to insertion of the main body, the physician checked the position of radiopaque maker at the contralateral limb and he recognized that it was a bit crooked. The physician checked the position of radiopaque maker and placed the main body, but it was placed facing slightly to the right side. Therefore, he turned the main body and corrected it before deploying the top cap. The physician placed the contralateral leg without problem, but since the pt's right common iliac reg was short and the right internal iliac leg was embolized, he placed the ipsilateral leg through right external iliac leg. He then placed another manufacturer's device for the pt's proximal neck. Finally, the physician did angiography and there was no endoleak. He did ballooning to junction of the ipsilateral leg as a preventative and ended the procedure. The pt was doing well after the procedure.